Event description:
It was reported by the patient that their implant was in the wrong place. The patient indicated that it was "down in the breast" and it was "moved up in the chest area" the next day. Per the patient, they developed an infection as a result. Follow-up information was received from the clinic indicating that the device had migrated after implant and was repositioned the following day. The patient subsequently developed a pocket infection and the system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.